Event description:
Biopsy punch not biting through or cutting tissue. Order: (B)(4). Ref: (B)(4). Tischler morgan 64-689 (B)(4).

Manufacturer narrative:
Investigation: x -review DHR. X -inspect returned samples. Analysis and findings: distribution history: the complaint unit was purchased from a supplier and packaged at coopersurgical in may 2017. Manufacturing record review: dhr17mpg001725 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: at coopersurgical incoming inspection, each instrument is functionally checked for a proper cut using simulated tissue (2 mil thick plastic). Service history record: this instrument was previously sharpened in june 2019. Historical complaint review: a review of the 2-year complaint history did show similar reported complaint conditions. Product receipt: this instrument was sent back as a repair item on 7/1/2020. Visual evaluation the returned instrument was reviewed by a service and repair technician and found in need of sharpening (reference repair order: (B)(4). Functional evaluation: the returned instrument was unable to be sharpened. Root cause: the root cause of this issue has been attributed to normal wear from use. Was the complaint confirmed? Yes. Correction and/or corrective action: none. Reason: no training required at this time. No corrective action is required at this time. *preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition.

Event description:
Biopsy punch not biting through or cutting tissue. (B)(4). Tischler morgan 64-689 (B)(4).